Event description:
It was reported that, during a meniscus repair surgery, when the t1 anchor was implanted using a "fast fix 360 curved needle", the t2 anchor fell off due to a short suture loop. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 : the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿during a meniscus repair surgery, when the t1 anchor was implanted using a "fast fix 360 curved needle", the t2 anchor fell off due to a short suture loop¿. Visual assessment showed insertion needle was bent. The depth limiter was cut to surgeon¿s desired length. T1 and t2 were free from delivery needle. Human matter found on suture. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Manufacturer narrative:
B5: event description updated.

Event description:
It was reported that, during a meniscus repair surgery, when the t1 anchor was implanted using a "fast fix 360 curved needle", the t2 anchor fell off due to a short suture loop. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.